Event description:
Customer reports that tube had leak in cuff which required us to remove our properly placed ett. The caller confirmed that reintubation/recannulation of a replacement tube was required.